Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source and indicated the patient was deceased. Cause of death was noted as ventricular fibrillation. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.